Event description:
It was reported that the filter was tilted and had perforated the inferior vena cava (ivc). On (B)(6) 2007, the patient was implanted with a greenfield filter. On (B)(6) 2020, the patient received an abdominal CT scan. The superior tip of the filter was tilted laterally toward the right. Additionally, the filter struts extended beyond the ivc lumen anteriorly and laterally toward the right. No further patient complications were reported.